Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent catheter implantation in a medical institution. During the operation, after the puncture needle entered the blood vessel, a guide wire was inserted, but the puncture needle could not be withdrawn, and it was also difficult to withdraw the guide wire. The guide wire was stuck in the needle and could not advance or retreat. So, both had to be pulled out at the same time (removed simultaneously in one action). The guidewire and puncture needle were removed by hand. When removed, the guidewire was still intact and was partially straightened, and it did not break, but it was also difficult to remove from the puncture needle, and it was later cut off and separated. No x-ray was done. The reported guidewire used was the one provided with the kit. The insertion site was not treated prior to product placement. There was no abnormality observed on the device prior to use. There were no other defects/damages observed on the product at the time of the event. Flushing was not done prior to use. There was no cleaning agent used on the device. There were no other products utilized with the device and no excessive force was used on the device. There was no intervention/treatment required as a result of the event. It was stated that as a preliminary action and remedial action the puncture site was replaced with a new one and replaced with the other end of the guide wire to enter the blood vessel (the original guide wire was still used, and the straight tip without bending was used). The procedure was completed. There was no obvious blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent catheter implantation in a medical institution. During the operation, after the puncture needle entered the blood vessel, a guide wire was inserted, but the puncture needle could not be withdrawn, and it was also difficult to withdraw the guide wire. The guide wire was stuck in the needle and could not advance or retreat. So, both had to be pulled out at the same time (removed simultaneously in one action). When removed the guidewire was still intact and was partially straightened, and it did not break, but it was also difficult to remove from the puncture needle, and it was later cut off and separated. No x-ray done. The reported guidewire used was the one provided with the kit. The insertion site was not treated prior to product placement. There was no abnormality observed on the device prior to use. There were no other defects/damages observed on the product at the time of the event. Flushing was not done prior to use. There was no cleaning agent used on the device. There were no other p roducts utilized with the device and no excessive force was used on the device. Temporarily there was no intervention/treatment required as a result of the event. It was stated that as a preliminary action and remedial action the puncture site was replaced with a new one and replaced with the other end of the guide wire to enter the blood vessel (the original guide wire was still used, and the straight tip without bending was used). The procedure was completed. There was no obvious blood loss and blood transfusion was not required. There was no reported patient injury.